Event description:
It was reported that the patients ipg was causing pain. This was believed to be related to the superficial migration of the ipg confirmed via x-ray. It was also reported that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was moved deeper and remains implanted. The patient was doing well postoperatively.